Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the oxygen (o2) sensor would not calibrate on an 840 ventilator. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and found the o2 sensor cracked. The cse replaced the o2 sensor. The unit passed extended self-testing.